Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. The customer¿s blood glucose level was 2.9 mmol/l at the time of the incident. Customer was treated with food. Customer also reported that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and was able to complete rewind. Displacement verification test and self-test had passed. The device will not be returned for analysis.